Manufacturer narrative:
The device was not returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece inside the area of treatment (hamstring). Additional local anesthesia and a hemostat were used to remove the needle. The needle was retrieved and discarded. There were no patient complications.